Event description:
It was reported that this device was explanted because the longevity was not as expected. The device has been implanted greater than seven years. The device was successfully replaced with another. There were no additional adverse patient effects.